Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise was noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. The device was received with normal telemetry and normal output. Functional tests were performed, including crosstalk did not identify any anomalies or functional issues and battery was at normal range. Visual inspection of the header attachment area detected a boding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported event of noise and premature battery depletion was not confirmed. The device was received with normal telemetry and normal output. Analysis of device image did not find any battery anomalies. Functional tests were performed, including crosstalk did not identify any anomalies or functional issues and battery was at normal range. The cause for change in longevity could not be determined and is unknown. Additional testing performed on the battery by the manufacturer found no anomaly. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Additional information was received indicating premature battery depletion was suspected on the device. The device was replaced.